Event description:
It was reported that a pump volume discrepancy occurred. The expected residual volume (erv) was 2.4ml while the actual residual volume (arv) was 8.5ml. It was also reported that the catheter had been fixed to the dura matter "like a drain" to avoid another migration as there had been 2 surgical interventions on (B)(6) 2012 linked to migration of the catheter. The physician did not want to perform a catheter opacification test because of the patient infection risk. The patient experienced increased spasticity in the legs. The pump was reprogrammed and the dose was increased from 0.8mg/day to 0.85mg/day. The device system was used to deliver lioresal. The patient status at the time of the report was no injury or adverse event.

Event description:
Additional information was received. It was reported that catheter remains implanted. After troubleshooting it was revealed no catheter anomaly. Consequently, the catheter was not explanted. The catheter was performing well and the patient was receiving adequate therapy. The reason the reported increased spasticity that was experienced by the patient remains inconclusive as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8731sc, serial# unknown, implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).